Event description:
This serious unsolicited device case was received from united states on (B)(6) 2013 from a physician. This case concerns a (B)(6) male pt who experienced left knee swelling, large left knee effusion and knee pain whilst receiving treatment with synvisc one. No medical history, past drugs, other concomitant medication or concurrent conditions were reported. On an unspecified date in (B)(6) 2013, the pt received treatment with synvisc one injection (route, dosage regimen, batch/lot and expiration date unk) into an unspecified knee with great success. Later on an unk date in (B)(6) 2013, the pt's left knee began to swell. On an unspecified date in (B)(6) 2013 (3 days later), the pt was brought back to practice with large effusion of left knee and great pain. Arthrocentesis was performed and the physician drained more than 100 cc of fluid off the knee. The pt was reportedly doing fine at the time of this report. Action taken: unk. Corrective treatment: the pt was treated with corticosteroid (unspecified) for all the events. Outcome for all the events: unk. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided, a batch record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery with continue to monitor adverse events to determine if a CAPA is required. Add'l info was received on (B)(6) 2013. Ptc investigation report was added.